Event description:
The reporter states that the lancet protrudes past the cap of the accu-chek multiclix lancet device. The reporter did not confirm that the lancet device protruded before or after firing. No reported actions/treatment. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.